Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The father reported via phone call that the customer had a time clock anomaly on the insulin pump. It was reported the time and year would be wrong after being programmed correctly. The father stated the insulin pump was losing time. It was found the loss was greater than 9 minutes within 30 days. Customer's blood glucose was 176 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with the correct time, date and year, and was monitored. The pump passed the self test and error test. No time clock anomaly was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.